Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient presented to the clinic due to dizziness. Upon review of the pacemaker's data, it was discovered a lead safety switch had triggered on the right ventricular (rv) lead. In addition, there was loss of capture (up to 6 seconds) and noise on the rv channel. The pacemaker was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.